Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose ranged from 400 mg/dl to 500 mg/dl. Customer also reported receiving excessive no delivery alarms on the insulin pump. The customer stated their blood glucose was 445 mg/dl at the time of incident. Customer reported changing the infusion set and treating their blood glucose. The customer stated the alarm persisted despite changing the infusion set during troubleshooting the customer stated their blood glucose was 413 mg/dl after treatment. Customer agreed to return the insulin pump for analysis.